Event description:
Philips received a complaint by the customer on the v60 indicating that the devices display is out, black screen but is noted it operates fine. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer requested the whole ui assembly. Since the device only has 2.00 software, the customer would need to download software 2.10. The rse provided parts ID and pricing for the ui assy, w/o nav-ring, gray, v60. After the customer replaced the 2nd gen ui assembly they called back in for support informing that they do not know how to update the software from 2.0. The rse provided 2.3 software and manual instructions to update the software after replacing the ui assy. The customer installed software. The issue has been resolved. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.